Manufacturer narrative:
Device (B)(4) has been inspected for investigation purposes. The investigation concluded that the most probable root cause of the inaccuracy was an incorrect reading/reporting by the surgeon of the bolt-to-target length, due to the way the bolt sits in the driver. The head shift and the drill bits getting stuck in the adaptor were found to be potential minor contributors to the event.

Event description:
It has been reported that during an seeg surgery, electrode inaccuracies were observed. The surgeon also reported that the patient suffered a small subarachnoid hemorrhage. The surgeon reported that during the surgery the drill bits were getting stuck in the drill adaptor. The surgeon also reported that head shift occurred while placing bolts on the right side. A follow up CT the day after surgery showed that the hemorrhage had resolved.